Event description:
The manufacturer received information that the customer was getting a service failure message. There was no report of serious patient harm or injury. There was no report that patient required medical intervention. The device was returned to a third-party service center for evaluation and the reported customer complaint was reproduced. During evaluation of the device, the third-party service center visually inspected the device and found pca with burns, dreamstation 2 blower with contamination, blower outlet seal/isolator kit with contamination, dreamstation 2 blower box kit with contamination and physical damage, dreamstation 2 iso port kit, plus with contamination, reusable pollen filter by service, dreamstation 2 auto CPAP advance w/modem, dreamstation 2 heater plate kit with rust and electrical damage, dreamstation 2 ui bezel plus with physical damage. There was no report of visible smoke or fire. In addition, the devices error log was downloaded, and four error codes were present when reviewed. Lastly, the device was scrapped.